Event description:
Customer bought and opened meter and test strips about 4-5 months ago, now his doctor wants him testing twice a day but the test strips have gone bad giving him sporadic readings. Customer service prompted the customer to buy new test strips and cutomer service provided control solution to verify customer's readings.